Event description:
It was reported that the device would not detect a connection to the therapy cable. This would prevent the user from delivering defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly, however the reported failure was not duplicated. The cause of the reported failure could not be determined.